Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated receiving an overfill message when a new cartridge was loaded. The customer's blood glucose (bg) level was 482 mg/dl. It was indicated that the customer manual injections would be used to address bg. During follow up with tandem technical support, the customer stated that bg had normalized at 109 mg/dl.